Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. An engineering assessment of the incident is currently being conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Lavh - "trocar blade nicked aorta. Details very sketchy. Trocar was not saved. There is also a possibility that it could have been our c0522 or our c0548; these were not saved either. "Blood transfusion not required. Patient is now active daily". "Suture repair of the anterior & posterior wall of aorta."